Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized because of hyperglycemia and it was because of epilepsy. The customer¿s blood glucose level was unknown at the time of the incident. Customer was perform self test and it was pass. The customer was unknown whether automode was active or not. The device will not be returned for analysis.